Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegations namely: ¿e226 occurs, and the image disappears¿ was not confirmed while ¿no image¿, ¿b30 error¿, ¿e216 error¿, ¿loss of scope ID information¿ were confirmed. The root cause could not be identified. The probable cause was the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The inspection method for the suggested events is described as follows in the operation manual "preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.8. In the operation manual which could have prevented the phenomenon: inspection of the endoscope: confirm that the wli and nbi endoscopic images are normal: 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation it was found that due to damage on charge-coupled device (ccd) unit, b30(scope communication err) occurs, also e216(scope communication err) occurs, and no scope ID data (circuit board) was displayed, the monitor shows a black screen with no image and (it never returns to normal). Additional findings were as follows: the adhesive on the bending section cover had a chip, and the venting connector of the light guide connector was loose. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that error e226 (scope communication error) was displayed, and the image disappeared on the endoeye flex deflectable videoscope. There were no reports of patient harm or impact associated with the reported event.